Event description:
The shockwave c2+ balloon was prepped, placed into the patient, and then presented with an error once the md attempted to use it. There was no harm, and a new catheter was used. Manufacturer response for shockwave c2+ balloon, shockwave c2+ balloon (per site reporter). Mfg notified by site.